Event description:
The customer contact reported breakage of a glass evacuated container. During preparation for a paracentesis procedure, the nurse was holding four empty 1000ml containers in her arms. Due to space constraints on the table, the nurse placed two containers on the table and the remaining two on the "plastic" floor. After the containers were placed on the floor, one of them shattered. The nurse experienced "minor" superfical lacerations on the neck, chin, and wrist and had some glass shards in the left jaw line and forehead. The nurse experienced a "very small" amount of blood loss from the lacerations of the chin and the wrist. The nurse washed herself and went to emergency room (ER). The ER physician removed the glass shards from the affected areas. The nurse returned to work following the ER visit. The nurse's lacerations healed without any complications. There were no adverse effects to the nurse or the pt. Though requested, no add'l info was provided.